Event description:
Device 1 of 3. Reference MFR. Report: 3006705815-2019-01137, reference MFR. Report: 3006705815-2019-01138. It was reported the patient¿s scs system was not providing adequate relief and the patient wanted the system explanted. Reprogramming attempts were made, but the patient did not experience relief. As a result, the patient's system was explanted.